Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the needle when retracted was caught on catheter sheath. Catheter had to be replaced, there was no additional patient impact. The following information was provided by the initial reporter: it is reported that, retracting needle got caught on catheter sheath causing the IV to be removed. Rn used 2nd nexiva IV from same lot number to establish IV access and had no issues.

Event description:
It was reported that during use with bd nexiva¿ closed IV catheter system the needle when retracted was caught on catheter sheath. Catheter had to be replaced, there was no additional patient impact. The following information was provided by the initial reporter: it is reported that, retracting needle got caught on catheter sheath causing the IV to be removed. Rn used 2nd nexiva IV from same lot number to establish IV access and had no issues.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.4. The initial reporter also notified the FDA on 24-apr-2023. Medwatch report # mw5117067. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.